Event description:
The doctor reported the implant was removed due to failure to osseointegrate approximately 4 months after implant placement. Bone quality around the area was type iii, and oral hygiene around the implant was moderate. No significant findings were reported during the implant replacement surgery. The patient has since recovered.